Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for eval. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in foreign country.

Event description:
Allegedly revised, due to cracked ceramic liner.